Event description:
Patient reported a rupture and pain.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation

Event description:
Patient reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases and one curved opening. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified: two smooth crease openings, one sharp crease opening, wear abrasion and stress marks. Based on the device analysis the final assessment is: two smooth crease openings assessed as fold flaw opening. One sharp crease opening assessed as fold flaw opening.

Event description:
Patient reported right side capsular contracture, baker grade IV. Device has been explanted.